Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that patient was noted to be extremely obese. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients who are morbidly obese (body mass index greater than 40 kg/m squared). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device, referenced, was filed under a separate medwatch manufacturer report number.

Event description:
It was reported that arteriotomy closure of the right common femoral artery and the left common femoral artery were attempted using the bilateral approach using the starclose se device with a 6fr sheath after a chemoembolization interventional procedure. Reportedly, the starclose se devices could not be completely advanced in both access sites. Manual arterial compression was applied in both the right common femoral artery and the left common femoral artery to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.